Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. Review of the ventilator diagnostic log history confirmed a vent inop occurrence due to an exhalation motor error. The manufacturer's service technician was unable to duplicate the reported problem. Upon inspection of the ventilator, the service technician reported finding a screw lodged in between exhalation valve motor controller pcb board and the side of metal shield. Further inspection found a screw missing in the main pcb board. The service technician replaced the missing screw and replaced the exhalation valve motor controller pcb board as a precaution. Performance verification testing was completed and passed per operating specifications. This issue was induced during previous service by the manufacturer's service technician and hospital biomedical engineering.